Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water could not be drained from the foley catheter in the operation room.

Manufacturer narrative:
The reported event was confirmed - other. Visual (photo): the first photo was a top view of the 3 way catheter with return syringe. The second photo was a zoomed in view of the tip of the catheter with inflated balloon. The third photo was of the inflation cap confirming the catheter lot number nghw1724. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number nghw1724. Visual inspection noted the catheter balloon asymmetrical 90:10. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only three (3) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history record was not able to be performed as the batch number is unknown. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water could not be drained from the foley catheter in the operation room. Per investigator's notification received on 29oct2025, it was reported that asymmetrical balloon was found during sample evaluation.